Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the log files which revealed an increase in power consumption starting (B)(6) 2019; however no alarms have been logged for the past 14 days leading up to (B)(6) 2019. Of note, it was reported that the patient received lysis treatment after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to a ventricular assist device (vad) thrombus and the vad exhibiting high power. The patient received lysis treatment and the vad remains in use. No further patient complications have been reported as a result of this event.